Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller and confirmed normal device operation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had a syncopal event and the sudden bradycardia response (sbr) feature had been programmed on. The caller was inquiring about the sbr markers as they did not correspond with the syncopal event. No adverse patient effects were reported.